Manufacturer narrative:
The reported events were lead dislodgement, helix could not be retracted, loss of capture and poor sensing. The reported events of loss of capture and poor sensing were not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The cause of the reported event of helix mechanism issue was isolated to the helix clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's atrial lead had loss of capture and poor sensing values. X-rays confirmed the lead had dislodged. During replacement surgery, the physician was unable to retract the lead helix. The lead was explanted and replaced without other issues. The patient was stable throughout.